Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted during testing. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 400 mg/dl. Current blood glucose level was 200 mg/dl. The customer was treated with insulin drip in the hospital. Insulin pump had blank screen and display did not return after restart. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.